Event description:
The customer reported the left tank fitting of the oxygen manifold was leaking. If failed to seal when the manifold was connected to wall oxygen source pressure. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.